Event description:
The facility representative with reported a colleague infusion pump with failure code 810:11, that occurred at the central supply area. During service at baxter it was discovered that the failure code 810:11 was caused by the ail pcb (air in line printed circuit board). There was no report of patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).the ail pcb (air in line printed circuit board) was recalibrated to resolve the reported condition.